Event description:
The customer reported a button error. The customer did not recall any significant events leading up to the alarm. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading was 154 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.